Event description:
It was reported by a MFR sales rep that the fiber was used with a laser that was set at 1 joule at 10 hertz-20 watts and worked alright for about 7-8 secs. When the setting was changed to 2 1/2 joules 8 herts-20watts, at 3 secs the blast shield blew and aim beam was gone. Add'l info reported by the MFR sales rep was during set-up the aim test was performed and the beam was visible. During the procedure, there were no error codes displayed on the console when the event occurred. An olympus cystoscope was used. There was no known damage to the cystoscope. The blue outer sheath was not charred or burnt. There was no injury to the pt or physician.